Event description:
It was reported that the patient experienced weakness and the inability to move their right leg in the post anesthesia care unit (pacu) following the implant of the spinal cord stimulator (scs) system, and that it was determined to be paralysis of the right side. The symptoms developed one hour post implant of the leads. The devices were explanted the following day and will not be returned for analysis as they were discarded by the facility. The patient is doing well.

Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7129205. Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 771080.